Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that the patient was having trouble ambulating. There was no known cause for the issue. The neurosurgeon performed a neurological test which was normal. The patient was prescribed to physical therapy. It was unknown if the issue was resolved at the time of the report but the rep would obtain further information on (B)(6) 2017. The patient was noted to be alive with no injury. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the neurosurgeon performed the normal neurological checks and the patient passed all tests without any problems. Even though all neurological tests were passed the patient decided to have the stimulator removed. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-aug-08. The rep stated that the neurosurgeon performed the normal neurological checks and the patient passed all tests without any problems. Even though all neurological tests were passed the patient decided to have the stimulator removed. Additional information was received from the manufacturer representative on 2017-aug-14. It was reported that they were not notified of the explant and that the hospital discarded the device post-explant. No further complications are anticipated.